Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited undersensing. No intervention was performed, and the physician decided to continue monitoring the patient. There were no patient consequences.